Event description:
Reporter indicated a vns patient was having increased seizures. The patient underwent vns generator replacement surgery several days later. All further attempts to the reporter for additional information have been unsuccessful to date. The explanted generator has been received and is currently in product analysis.